Manufacturer narrative:
The suspect device lot number and manufacture date is dependent on the return of device to manufacturer. No parts or files have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spine fusion procedure, the apt probe tip broke. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Suspect probe returned and evaluated. As reported, the tip of the instrument is twisted and broken off. This is a five year old instrument.

Manufacturer narrative:
Device lot number and manufacture date now provided.